Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, there was bleeding from the abdominal wall from the epigastric artery during introduction of the trocar. The surgery was converted to an open surgery to complete the case.